Event description:
The manufacturer became aware of a literature published by the ¿hand und fusszentrum berlin, germany¿. The title of this report is, ¿internal fixation of three-dimensional distal metatarsal I osteotomies in the treatment of hallux valgus deformities using biodegradable magnesium screws in comparison to titanium screws ¿, published on february 16, 2018, which is associated with the stryker ¿fixos forefoot & mid-foot screw system¿. The article can be found at https://doi.org/10.1016/j.fas.2018.02.005. This report includes an analysis of the clinical data that was collected on 200 patients, and the cases in this study range from january 2013 to june 2016. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 4 patients experienced delayed wound healing. The report states, ¿delayed wound healing was defined as wound drainage, wound dehiscence or necrosis of the wound edges persisting longer than three weeks after surgery. No significant difference was seen in delayed wound healing, which was found in three patients of the mg group and four patients of the ti group¿.

Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of wound healing could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.